Event description:
A (B)(6) gestation infant who was born by augmented vaginal delivery presented with mild respiratory distress with retractions and expiratory grunting. Apgar scores were 8 and 9. Infant received mask CPAP and bmv in the delivery room and was transferred to intensive care nursery w/o incident on ncpap. On day of (B)(6) infant developed a right sided tension pneumothorax that was needled x2 and then required a chest tube placement. A pleurovac was set up in "usual fashion" (connect to wall suction). The chest tube was connected to pleurovac and no "bubbling" was noted at that time. Infant's condition deteriorated with increasing co2 levels and labored "breathing." Infant was then re-intubated by physician. A second (replacement) pleurovac was set up in "usual fashion", (connected to wall suction) and chest tube. Infant then experienced rapid improvement with decreasing co2 levels and labored breathing. On (B)(6) 2011, infant extubated w/o complications and remains under intensive care svs for other "prematurity" related complications.